Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI: (B)(4). Philips field service engineer (fse) confirmed an equipment communication failure. The fse replaced the data acquisition board to resolve this issue. The device has been returned to full functionality.

Event description:
The customer reported that the ventilator is not working. There was no patient or user harm reported. The event date was not specified; estimate used.